Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was mowing the lawn. The patient was admitted to the cardiac ward, and, upon interrogation, oversensing was noted in the subcutaneous electrocardiogram (s-ECG). The s-ECG also revealed morphology changes of the qrs over time, causing deviation from the stored templates, and a subtle decrease in r-wave amplitude. Subsequently, the s-ICD was reprogrammed from the secondary to alternate vector. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional review by technical services (ts) noted that the noise was not continuous throughout the event, and what led to therapy was oversensing, double counting of the r and t wave. It was also noted that the patient had an elevated heart rate approximately 15-20 minutes before the shock was delivered. Ts noted that the patient was going to be coming in for review of the sensing vectors at elevated rates. The s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received indicating the patient went into the clinic for elevated heart rate vector evaluation. Therapy was turned off, and once the patient's heartrate was elevated enough to show the heartrate related morphology change, a high-rate template was stored. Oversensing was not observed until the s-ICD was programmed back on, upon which it was seen and the device again deactivated. A template with the oversensing was also captured. After a brief period of recovery, the patient exercised again and sensing was tested with s-ICD therapy on, which appeared to be successful. The s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was mowing the lawn. The patient was admitted to the cardiac ward, and, upon interrogation, oversensing was noted in the subcutaneous electrocardiogram (s-ECG). The s-ECG also revealed morphology changes of the qrs over time, causing deviation from the stored templates, and a subtle decrease in r-wave amplitude. Subsequently, the s-ICD was reprogrammed from the secondary to alternate vector. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional review by technical services (ts) noted that the noise was not continuous throughout the event, and what led to therapy was oversensing, double counting of the r and t wave. It was also noted that the patient had an elevated heart rate approximately 15-20 minutes before the shock was delivered. Ts noted that the patient was going to be coming in for review of the sensing vectors at elevated rates. The s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received indicating the patient went into the clinic for elevated heart rate vector evaluation. Therapy was turned off, and once the patient's heartrate was elevated enough to show the heartrate related morphology change, a high-rate template was stored. Oversensing was not observed until the s-ICD was programmed back on, upon which it was seen and the device again deactivated. A template with the oversensing was also captured. After a brief period of recovery, the patient exercised again and sensing was tested with s-ICD therapy on, which appeared to be successful. The s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was mowing the lawn. The patient was admitted to the cardiac ward, and, upon interrogation, oversensing was noted in the subcutaneous electrocardiogram (s-ECG). The s-ECG also revealed morphology changes of the qrs over time, causing deviation from the stored templates, and a subtle decrease in r-wave amplitude. Subsequently, the s-ICD was reprogrammed from the secondary to alternate vector. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional review by technical services (ts) noted that the noise was not continuous throughout the event, and what led to therapy was oversensing, double counting of the r and t wave. It was also noted that the patient had an elevated heart rate approximately 15-20 minutes before the shock was delivered. Ts noted that the patient was going to be coming in for review of the sensing vectors at elevated rates. The s-ICD remains in service. No additional adverse patient effects were reported.